Event description:
The patient received bilateral silicone breast implants in november 1983. She noted asymmetry with the right being smaller than the left in may 1990. MRI studies were not consistent with leakage until february 1992. On april 20, 1992 both implants were removed. The right implant was found to br ruptured with free silicone gel noted in the capsule but without evidence of inflammation. The implant was removed under direct visualization using a fiberoptic light. Saline prostheses, 300cc were implanted bilaterally.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.